Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the clinic noted two remote home monitoring episodes of noise and an electrode fracture was suspected. Boston scientific technical services (ts) was consulted and agreed this could be indicative of an electrode fracture. The patient was contacted and brought into the clinic where an automatic set up was performed. Two sensing vectors were identical while the other one was flat, thus clinically determining that this was likely due to an electrode fracture. Myopotential noise from in office testing was also noted in one sensing vector. Therapy was programmed off in the subcutaneous cardioverter defibrillator (s-ICD) and the patient as scheduled for an electrode replacement. When ts was reviewing the data stored in the device, a subsequent finding from a stored electrogram at implant noted wandering baseline noise with inappropriate sensing on one sensing vector. The electrode was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal pin, in the area distal to the sensing electrode. One high voltage cable extends beyond the fractured area by 26 mm. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the clinic noted two remote home monitoring episodes of noise and an electrode fracture was suspected. Boston scientific technical services (ts) was consulted and agreed this could be indicative of an electrode fracture. The patient was contacted and brought into the clinic where an automatic set up was performed. Two sensing vectors were identical while the other one was flat, thus clinically determining that this was likely due to an electrode fracture. Myopotential noise from in office testing was also noted in one sensing vector. Therapy was programmed off in the subcutaneous cardioverter defibrillator (s-ICD) and the patient as scheduled for an electrode replacement. When ts was reviewing the data stored in the device, a subsequent finding from a stored electrogram at implant noted wandering baseline noise with inappropriate sensing on one sensing vector. The electrode was explanted and replaced without incident. No additional adverse patient effects were reported.